Manufacturer narrative:
If implanted, give date: not applicable, as lens was not implanted. If explanted, give date: not applicable, as lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was defective product and intraocular lens was scratched. There was no patient contact. No further information provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 7/30/2018. Device returned to manufacturer? Yes. Device evaluation: the device was received at the manufacturing site for investigation. Visual inspection at 10x microscope magnification was performed: viscoelastic residues were observed on the lens. The lens was cleaned, and no scratches were observed. No damages on the lens were observed. The complaint cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. Historical data analysis: the search in complaint history revealed no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.